Event description:
It was reported that the monitor cable on the stenoscope system was damaged. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The cable was replaced during the service call. The system was found to be working as intended, and put back into service.